Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, the device was not driving the disposable. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4) the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during evaluation. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.